Manufacturer narrative:
(B)(4). Unable to perform displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, self-test and occlusion test due to unit received constant insulin pump error alarm during rewind due to moisture damage at the motor and electronic assembly. Pump received with cracked select button keypad overlay, broken battery tube threads and cracked case behind the pump near the battery tube compartment. Test reservoir lock properly inside the reservoir tube.

Event description:
Information received by medtronic indicated that the battery compartment had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.